Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurred. The field service engineer (fse) inspected the system onsite and checked the system. A review of the system logfile found that the x-ray was not possible. Upon troubleshooting actions, rse suggested to fse to replace the cube and kvma board. The cause of the issue was with the cube and the kvma board. Fse replaced the cube and kvma board. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to produce x-rays intermittently when pressing the foot pedal. There was no reported patient or user harm. Philips has started an investigation of this complaint.